Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: oesophago-gastrectomy. According to the reporter: a leak was detected in the patient. A leak from the oesophago-gastrostomy became apparent on postoperative day 14, after a normal oesophagogram was obtained on postoperative day 11. The patient was successfully treated with re-operation, drainage, pleural flap and endoscopic stenting of the anastomosis. The patient recovered without any further problems.